Event description:
It was reported the patient has been experiencing pain and irritation at the ipg pocket site. This is causing the patient discomfort. Surgical intervention is pending to revise the ipg location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.